Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that during an unrelated procedure on (B)(6) 2020, the right ventricular lead was explanted. The patient remained in stable condition following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital for a pulse generator change procedure. During the procedure, an insulation breach was observed on the right ventricular lead. The lead was then capped and replaced on (B)(6) 2020. The patient was not symptomatic and was in stable condition following the procedure.

Manufacturer narrative:
The reported event was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.